Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to shadowing caused by the calcification in the patient anatomy. The reported unspecified tissue injury (posterior leaflet perforation) per the account is related to the implanted ntw clip as the perforation occurred on the closure of the ntw clip. A cause for the reported mitral valve insufficiency/regurgitation, however, cannot be determined. Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted imaging was challenging due to shadowing. It was noted that after deployment of a ntw clip, there was a perforation of the posterior leaflet. An additional clip was placed in the area of perforation in attempt to cover some of the mr. At the end of the procedure the mr was unchanged at grade 4.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.